Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, missing end cap sticker, loose drive support disk, and cracked case near display window corners. No button response noted due to corroded keypad traces. Unable to confirm the button error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed button error. No further information was provided.